Event description:
It was reported that physician was busy connecting the patient on dialysis machine when she noticed air in the lines. On observing where the air was coming from, she noticed leakage of blood and wiped with cotton wool and called another physician who was in charge that day. Then disconnected the patient and terminated dialysis. The catheter kept on leaking, the plastic clamp was used to stop the blood from leaking.

Manufacturer narrative:
The device has not been returned to the manufacturer at this time for evaluation. A chr review is not possible, as no manufacturing lot number has been provided by the complainant.